Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient met with their urologist and it was determined that the battery needed to be replaced and patient had schedule an appointment on (B)(6) 2018 to replace the battery and check the ins and leads.. No new information and no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) gastrointestinal/pelvic floor. It was reported that the device was not communicating with the control. Patient further reported that they were unable to turn off or decrease or increase frequency. No symptoms were reported. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the patient. The patient reported that she noticed the side of the implantable neurostimulator (ins) got very hot and was experiencing a shooting pain down her leg and up to the back. The patient stated the next thing she noticed she was having cramping in her bladder. The patient stated that she tried communicating with her patient programmer (pp) but was unable to do so. The patient reported that she went toher health care provider (hcp) and it was determined at that time that her device had reached end of service (eos). The patient stated that she did not see a low or eos message on her pp. The patient noted that she noticed there was a recall on interstim ii devices regarding longevity and use of cycling on the FDA website. The patient reported that she has a replacement surgery scheduled for (B)(6)2018. No further complications were anticipated/reported.